Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged the inaccuracy issue started a couple of months prior to contacting lfs. He reported that on an unknown date and time, he obtained an alleged inaccurately high blood glucose result with the subject meter of 290 mg/dl compared to 201 mg/dl on a onetouch ultramini meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with humalog insulin. He reported that at 9pm on (B)(6) 2017, he ate more. He reported that he developed symptoms of ¿vomiting for three hours and shaking¿. He indicated that he was taken to hospital around 8:30am on (B)(6) 2017. He reported that he was tested in the emergency room meter and got a reading of 26 mg/dl around 9:00am and received IV glucose and IV fluids as treatment for his symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure. The cca noted that the patient¿s test strips were within expiry date, had been stored correctly and the test strip vial was intact. The patient described the correct testing steps and confirmed that he had used an approved sample site to obtain the blood samples. The patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. A blood glucose result of 26 mg/dl with vomiting and shaking requiring hcp intervention, after obtaining alleged inaccurately high blood glucose results on the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.